Manufacturer narrative:
The sample was received (B)(6) 2011 and is currently being decontaminated. Additional information regarding this incident has been requested. Upon completion of the investigation, a supplemental report will be submitted. (B)(4).

Event description:
Air was observed in the tubing that goes to the pt at 10pm. The tubing was purged and all stopcocks checked and the antibiotic bag was dis-adapted (it had been settled at 8pm on the blue stopcock). No further problems were noted until the settling of an antibiotic at 2am in the y-way on the blue stopcock. There was a re-appearance of air in the ramp and tubing. Air was coming from the blue stopcock and could be clearly seen by the naked eye. The ramp and tubing were changed.